Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: evaluation revealed that the pump powered on with a blank display. The pump case was removed and visual inspection showed that the display screen cracked /damaged. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a blank display due to a cracked/damaged display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 13-jun-2018.